Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 27-feb-2020 with the following findings: during investigation, the pump was powered on and the display was found to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed a dim/pink display. This report is made based on results of investigation completed on 27-feb-2020. There was no indication that the product caused or contributed to an adverse event.